Event description:
The manufacturer received report regarding a dreamstation auto CPAP. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer received report regarding a dreamstation auto CPAP. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Recall number and section h6 updated in this report.